Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed the needle was bent and broken off of the syringe. A hole in the needle shield was also observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6062969. Conclusion: although a visual/microscopic inspection confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A customer reported the following information regarding a 1 ml allergist tray with 27 g x 1/2 in. Bd precision glide¿ permanently attached needles: "I pulled the needle from the tray with my right (holding the barrel) my left hand was going to pull the gray cap off as I did I felt a sharp object strike my left mid index finger. Upon inspection I saw blood coming from my finger. Further exam revealed that the needle was protruding clear through the syringe cap, bent and clearly not attached to the hub of the needle. The needle looked like a fishing hook." The customer received lab work ((B)(6) panel) per her his/her facility's needle stick protocol and will have labs drawn every three months for one year. The next lab draw is on (B)(6) 2017.